Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels above 500 mg/dl with an unknown cause. Bg was treated by administering manual injections and bolus insulin via the pump. Reportedly, customer reverted to an alternate pump for insulin therapy. Tandem technical support assisted the customer with loading new supplies on the pump and confirmed that the pump was delivering insulin properly by viewing drops at the end of infusion tubing when a bolus was requested. The customer indicated that perhaps a longer cannula length on the infusion set may be required.